Event description:
The hcp reported a motor stall that was confirmed with a rotor study and a catheter dye study using a myelogram (exam date nor reported). The pump was replaced. No pt symptoms were reported. The hcp reported the pt outcome as 'no injury; the pt recovered without sequela'. The pump was used to deliver morphine and fentanyl. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is completed. The serial number is included in the range for synchromed el pump motor stall, due to gear shaft wear manufactured beginning september 1999 physician communication (dated august 2007). Pump motor stall has not been confirmed with MFR's device analysis in this device.